Manufacturer narrative:
The tech replaced the foot end brake casters to resolve the issue.

Event description:
The account alleged the foot brake casters would ratchet while in brake mode. No pt impact.